Event description:
During the follow-up on (B)(6) 2009, the residual longevity displayed by the programmer was at 111 months; on (B)(6) 2010, it was at 195 months. The physician requested an explanation about these values.

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.